Event description:
It was reported that patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason. Everything was explanted and patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5113504/5113431.